Event description:
Event occurred in japan. Damaged haptic after implantation the doctor explanted the iol from the eye since the trailing haptic was detached from the optic just after implantation. Patien impact: intra-operative explantation.

Manufacturer narrative:
This initial report and final report is being submitted to FDA for a reportable event that occurred outside the USA. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6); model: va-70ad) we also confirmed there were not any abnormalities on the loop pull strength test record for the material lot no. (Sove-70-01). In addition, we didn't receive any other similar complaints on the same manufacturing lot from other hospitals. ((B)(6)). Appearance check result was consistent to reported information. The exact root cause of the event was not determined. From our investigation, we believe this event was not caused by our product quality. A review of the complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.